Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("severe pelvic pain / pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea, incomplete bladder emptying and uterine fibroid. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), dyspareunia ("dyspareunia"), infection ("infections"), menstrual disorder ("menstruation issues"), dysgeusia ("parageusia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, dyspareunia, infection, menstrual disorder, dysgeusia and vaginal haemorrhage outcome was unknown. The reporter considered dysgeusia, dyspareunia, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. On (B)(6) 2013 patient had transvaginal exam resulted in fibroid uterus is seen. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs+mr received, reporter added,concomitant condition added, lab data added, events added as follows:- vaginal haemorrhage, menorrhagia. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("severe pelvic pain / pain") in an adult female patient who had essure (ess205) (batch no. 509406) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menstrual cramps, incomplete bladder emptying and uterine fibroid. In may 2006, the patient had essure (ess205) inserted. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced pelvic pain (seriousness criterion medically significant). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), infection ("infections"), menstrual disorder ("menstruation issues") and dysgeusia ("paraguesia"). The patient was treated with surgery (ablation) and alternative therapy (underwent treatment due to complications from the essure device). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, dyspareunia, infection, menstrual disorder, dysgeusia and vaginal haemorrhage outcome was unknown. The reporter considered dysgeusia, dyspareunia, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2006: essure device was successfully occluded on (B)(6)2013 patient had transvaginal exam resulted in fibroid uterus is seen. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc (product technical complaint ) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("severe pelvic pain / pain") in an adult female patient who had essure (ess205) (batch no. 509406) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menstrual cramps, incomplete bladder emptying and uterine fibroid. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("depression"). In 2012, the patient experienced pelvic pain (seriousness criterion medically significant). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), infection ("infections"), menstrual disorder ("menstruation issues"), dysgeusia ("paraguesia") and anxiety ("mental anguish"). The patient was treated with paracetamol (acetaminophen), nsaid's, surgery (ablation) and alternative therapy (underwent treatment due to complications from the essure device). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, dyspareunia, infection, menstrual disorder, dysgeusia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysgeusia, dyspareunia, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 1-aug-2006: essure device was successfully occluded on (B)(6)2013 patient had transvaginal exam resulted in fibroid uterus is seen. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Event added: depression, mental anguish. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("severe pelvic pain / pain") in an adult female patient who had essure (ess205) (batch no. 509406) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menstrual cramps, incomplete bladder emptying and uterine fibroid. In may 2006, the patient had essure (ess205) inserted. In may 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced pelvic pain (seriousness criterion medically significant). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), infection ("infections"), menstrual disorder ("menstruation issues"), dysgeusia ("paraguesia") and anxiety ("mental anguish"). The patient was treated with nsaids, paracetamol (acetaminophen), surgery (ablation on date (B)(6)2010) and underwent treatment due to complications from the essure device. Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, dyspareunia, infection, menstrual disorder, dysgeusia, vaginal haemorrhage, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysgeusia, dysmenorrhoea, dyspareunia, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2006: results: essure device was successfully occluded. Diagnostic results: on 16jul2013 patient had transvaginal exam resulted in fibroid uterus is seen. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received:event dysmenorrhea added incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("severe pelvic pain / pain") in an adult female patient who had essure (ess205) (batch no. 509406) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menstrual cramps, incomplete bladder emptying and uterine fibroid. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced pelvic pain (seriousness criterion medically significant). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), infection ("infections"), menstrual disorder ("menstruation issues") and dysgeusia ("paraguesia"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, dyspareunia, infection, menstrual disorder, dysgeusia and vaginal haemorrhage outcome was unknown. The reporter considered dysgeusia, dyspareunia, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded on (B)(6) 2013 patient had transvaginal exam resulted in fibroid uterus is seen. Most recent follow-up information incorporated above includes: on (B)(6) 2018: essure lot number was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.